Manufacturer narrative:
The device was not returned for analysis as it was reported to have been discarded at site. Vasospasm is a known inherent risk of mechanical thrombectomy procedure and is documented in the device's instruction for use. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event.

Event description:
Medtronic received report of vasospasm occurring during the mechanical thrombectomy procedure. This was reported to have been caused by the catheter and was treated with 5mg of ia milrinone. The vasospasm was reported to have been noticed upon the second mechanical thrombectomy deployment in the left posterior communicating artery (pca) p1. 5mg of intra-arterial milrinone were given which was reported to have resolved the vasospasm. At the completion of the procedure, there was complete reperfusion of the left pca territory. Thrombolysis in cerebral infarction (tici) of 3 was achieved. Baseline nihss was 14, patient did receive tissue plasminogen activator (tpa) prior to intervention. At 24 hour assessment the nihss was 3. Nihss at discharge was 4 and mrs was 3

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.